Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a growth was observed on the right ventricular (rv) lead via echocardiogram. Two echo densities were attached to the proximal part of the lead located in the right atrium- one being mobile and the other nonmobile. It is not known if the densities are due to thrombus or vegetation. The patient declined further treatment and the lead remains in use. The patient was a participant in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.